Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer disconnected the call; unable to send replacement product and unable to make contact with customer on follow-up attempts. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 300mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling shaky and confused. Medical attention is not reported as a result of the actual blood glucose results. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called about feeling like his is having a hypoglycemic reaction but his meter is reading 300mg/dl. He feels shaky and confused. I was speaking to this customer and asked if he feels this way to call 911 then he disconnected the call. I then called him back 3 more times and 2 times it went to his voice mail where I left him a message. On the 3rd call he answered real abruptly and said he is fine and hung up on me. No address was given since customer did not give me the address and then I could not reach him to get an address.